Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The patient was hospitalized for the peritonitis and treated with vancomycin and ceftazidime (dose, route, and frequency were not reported). The patient was discharged from the hospital after five days and was considered recovered from the peritonitis event. The patient has been scheduled for retraining on an unknown future date. Pd therapy was ongoing. No additional information is available.